Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor start missing. The customer¿s blood glucose was 271 mg/dl at the time of incident. The customer states during the sensor wear had a really bad rash and irritation. The customer was treated with the cream. The sensor will not be returned for analysis.